Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient present for an unrelated procedure. During the procedure the right atrial lead was observed to have insulation damage. The lead was explanted. The patient was stable.

Event description:
New information received on april 4, 2019 indicates that the lead had exhibited episodes of lead noise resulting in inappropriate mode switches.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Damages found were consistent with procedural damage.